Event description:
Customer reported overdue readings from her sensor. Customer's blood glucose was 490 mg/dl. Customer treated her high blood glucose with a bolus delivery and changing her infusion set. The customer also reported a calibration error alert. The customer was advised of correct calibration protocol. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.